Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the e48d11 lot code. Other reports were found against the 2928773 lot code. A review of manufacturing records of lot 2928773 identified no anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
Ppd and medical records received. This complaint is legal. Ppd alleges dislocation. After review of the medical records for MDR reportability, the revision operative note indicated dislocation and trace metallosis from the previous asr bearing.